Event description:
During a clinic follow-up, episodes of post-paced t wave oversensing were seen on the device. Abbott technical support was contacted and the device was anticipated to be reprogrammed. No further intervention has been performed at this time and the patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.